Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed high out-of-range impedance measurements and pacing inhibition greater than 2 seconds of asystole. Additionally, several episodes with oversensing from the same day were stored, leading to the minute ventilation (mv) feature being automatically disabled. It was believed to be caused by a right ventricular lead fracture. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.